Event description:
This lead was capped and replaced due to chronic high thresholds. There were no adverse patient events reported. Should additional information be received, this file will be updated.